Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. It was reported that after a preface® guiding sheath with multipurpose curve was inserted into the patient, the ¿port¿ came off. The issue was resolved by changing the preface® guiding sheath with multipurpose curve to another sheath. The procedure was completed without patient consequence. Device evaluation details: a non-sterile pref.guiding sheath w/mult.crv cannula sheath and vessel dilator were received for analysis inside a plastic bag. Per visual analysis, hub and brim cap were observed placed on the catheter, no damages were observed. Brim cap was taken off the catheter to verify for any damage on internal components. No anomalies were observed on the internal components of the cap. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The complaint reported by the customer was not confirmed since hub and brim cap were observed placed on the catheter and there were no damages on brim cap¿s internal components. The exact cause of the reported event could not be conclusively determined during the analysis; procedural factors and /or handling process may contribute to this issue. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. It was reported that after a preface® guiding sheath with multipurpose curve was inserted into the patient, the ¿port¿ came off. The issue was resolved by changing the preface® guiding sheath with multipurpose curve to another sheath. The procedure was completed without patient consequence. The issue was assessed as a MDR reportable hub detachment issue.